Manufacturer narrative:
Product analysis: part of the guidewire lumen returned detached from the device. It was measured to be approx. 4cm long. Visual inspection of the distal assembly shows lots of biologics inside the housing and multiple bends along the housing. Under a microscope the cutter is inside the housing at approx. 1.4 cm distal from the cutter window. It was not possible to advance/retract the cutter due to the biologics and damage on the housing. It is noted that the guidewire lumen is not on the housing and has been fully detached from the device with only part of the gw lumen returned for analysis. The returned detached portion of the guidewire lumen is seen clearly under a microscope with frayed edges and slight kinks. Damage/dent is noted on the proximal end of the nosecone and the flush window returned open. Due to the condition of the returned device no functional testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6 fr non-medtronic sheath and 0.014 non-medtronic guidewire during treatment of a cto (chronic total occlusion-100%) in the patient's superficial femoral artery (sfa). Moderate vessel calcification is reported. IFU was followed. The device was advanced over the bifurcation. It is reported when attempting to remove the device resistance was felt. The 0.014 wire was removed due to suspected wire wrap. Following removal of the wire the device was removed through the sheath. No detachment of the hawkone device occurred. The guidewire lumen was not torn. The device was safely removed from the patient. The vessel was post-dilated. No patient injury reported. When the device was returned for evaluation it was noted that the lumen was torn.